Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer attempted multiple troubleshooting steps, including restarting the unit, unplugging and reconnecting the power cord, and unplugging the network cable. But issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) followed up with the customer regarding the connectivity issue and unit was found to have a faulty connector on one side of the connection cable. The customer corrected the issue by replacing the ethernet cable with a spare they had available. Since the replacement, the unit has been operating normally. The system functioned as intended after the issue was resolved.